Manufacturer narrative:
(B)(4). Concomitant medical products: 51-107180 ¿ taperloc femoral stem - 2745451; 650-1058 - ceramic biolox option head - 022470; 11-104062 ¿ mallory head ringloc shell- 435340; 135300 - acetabular apex plug ¿ 198220; ep-107826 ¿ e poly maxrom liner ¿ 902570. Therapy date: (B)(6) 2013. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 06048; 0001825034 - 2018 - 06049; 0001825034 - 2018 - 06052; 0001825034 - 2018 - 06050; 0001825034 - 2018 - 06051.

Event description:
It was reported patient experienced swelling and bloody seepage from wound approximately 1 month post left total hip arthroplasty. Patient was revised along with irrigation and debridement due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via operative notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.